Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: sigmoidectomy. According to the reporter: stapler fired as designed. When knobs were pulled back on egia ultra universal stapler, the I-beam/blade failed to retract into the egiaradmt shaft, locking the instrument jaws in place on the tissue. Multiple attempts were made to open the jaws intracorporeally. Ultimately, a second staple load was deployed distal to the jammed load and the specimen was removed with the egiaradmt. The I-beam/blade was manually retracted (pushed) and the load opened. Staple line appeared intact. Scrub tech determined that the egiaradmt could be loaded and unloaded from the egia ultra universal stapler without using the "unload" switch on the egia ultra universal stapler handle. There was unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.